Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted. (B)(4).

Event description:
The lesions in the anterior tibial (at) were located at the ostium of the at and lower at a short cto to open vessel to establish flow. A 2.5x210x150 balloon was used to open the vessel at the lower anterior tibial(at). The lesion did not fully open and it was decided to use the turbohawk sscl to open the vessel by removing the calcium spot lesion. The device was loaded properly over a .014 3 300 wire. The device went over smoothly and went down the at. At the point of the lesion the device would not cross to the lower lesion and it was decided to remove the turbohawk and expand the lesion with a short length balloon at the point of the lesion. Upon removal of the turbohawk from the at, the device stopped before the bend of the at and could not be removed. The device was moved forward and the physician rotated the device to remove at a different angle, but it stopped at the same spot. A .035 wire was used to run next to the device. It was noticed the nose cone was separating and the device was hung up at the ostium. The physician tried flush to expand the second spot and the .035 wire as well. However, on the next pull the tip separated from the device. The patient was moved to remove the tip in surgery. The removal was successfully completed. Evaluation of the returned device was completed february 16, 2016. The turbohawk ss-cl was received inside bio-hazardous packaging with the distal tip of the distal assembly detached. The distal tip was approximately 2.3cm long. The remaining portion of the turbohawk was inspected and showed distal assembly with damage. The separation between the distal tip and the distal assembly was at location of where the tip rotates. The separation face of the distal assembly was flat. A portion of the stainless steel coil was protruding from the opening at the distal end. The guidewire tubing was not torn, however buckling was observed. A 0.014 guidewire from the lab was inserted the gw tubing and could not identify any portion of the tubing with any tearing. The distal end of the distal assembly showed the stainless steel coils bent/stretched and there were two creases to the tecothane proximal to the flush mouth. The creases are consistent with what could result if a wire was potentially wrapped around the distal assembly. The customer's report of the nose cone separating has been confirmed. The instructions for use includes the following: "never advance the distal tip of the turbohawk catheter near the floppy end of the guidewire. A catheter advanced to this position may not follow the guidewire when it is retracted and cause the guidewire to buckle into a loop. If this occurs, the turbohawk catheter and guidewire should be removed together to prevent potential damage to vessel walls. If resistance is still felt, the sheath should also be removed as part of the unit."